Manufacturer narrative:
The fsr replaced the ccm. The unit operated to the manufacturer's specifications. The unit was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the central control monitor (ccm) stated system error and needed repair after replacement of the hard drive and during the boot up sequence. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) could not verify the reported issue. The central control monitor (ccm) was booted 10 times with a "caution: you have exceeded the 2-year service life of your batteries. Battery capacity may be reduced. Contact service for replacement" message. The pst did not observe a "needed repair" message during the boot up sequence. Per data log review, the system log shows the system was used on (B)(6) 2017 and not powered up again until (B)(6) 20201. The saved system log which is created when "system computer needs service" is displayed shows one additional event. Systems exit log export on (B)(6) 2020 at 10:55:59 am. The saved system log confirms the 'system computer needs service' was displayed.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician was unable to duplicate the reported issue. He observed the central control monitor (ccm) to function properly. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.